Event description:
Engineering triggered an investigation based upon a failure of a device to respond to any control panel switch activation, other than the power button, following a very specific and unusual sequence of switch actuations after a defibrillator charge ready state had been reached. After approx 25 seconds the device returnes to normal operation. Cycling power also returns the device to normal operation. An occurence of this anomaly could result in a delay to deliver defibrillator therapy to a pt.